Event description:
It was reported that the asymptomatic patient presented for defibrillation threshold testing due to lead dislodgement. Dislodgement was observed via x-ray after a left ventricular assist device implant. Lead remains implanted and in use. Patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.